Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh excision on (B)(6) 2013 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with posterior colporrhaphy, directed rectocele repair, cystoscopy and laparoscopic sacral colpopexy due to sui, pop with grade 1 cystocele, grade 2 enterocele with apical and right sided support failure, grade 1 rectocele with wide vaginal introitus and adhesions. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent removal of eroding mesh in 2010. It was reported that the patient underwent removal of eroding mesh in 2011. It was reported that the patient underwent mesh revision on (B)(6) 2013 concurrently with bso due to chronic pelvic pain, dyspareunia, mesh exposure, history of sacral colpopexy, mesh and erosion of suture into bladder mucosa.